Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis was first performed on a different programmer to use as a comparison. The programmer was used along with saline tank and the issue the atrial channel was able to be duplicated with an open lead. Then analysis was performed with this returned programmer and the associated device. A saline tank was used and analysis was able to perform atrial lead impedance measurements using radio-frequency without any issue. The programmer and device interaction was found to be functioning normal. This device underwent further functionality testing and was found to have met specifications.

Event description:
Boston scientific received information that this programmer was used during an implant procedure and the following observations were observed. When the associated cardiac resynchronization therapy defibrillator (crt-d) was interrogated there was non-capture noted on the right atrial channel along with out of range impedance measurements greater than 2,000 ohms. It was determined that when wanded interrogation was performed everything would normalize. Post implant, the patient was moved into a different room and re-interrogate and the same observations were observed with the use of rf telemetry. When rf was programmed off everything would normalize. The next day, the patient was interrogated again with a different programmer using wireless and there were no issues observed. This product will be returned for laboratory analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.